Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge side assessed as unidentified (tear) opening. Valve leak and/or damage : no observed. Additional observation: crease observed inside the device. Wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional later reported "the leak seems to come from the valve rim but I did not see a specific hole".